Manufacturer narrative:
As reported, the 6f exoseal vascular closure device (vcd) window did not change from black-white and came out of the body. Manual compression was used to achieve hemostasis without issue. There was no reported injury to the patient. This occurred after a percutaneous intervention (pci) case. A retrograde approach was used from the left groin. The procedure was performed according to the instructions, the system was pulled back, backflow disappeared. The exoseal was used according to the usual procedure. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU) and no unusual findings were noted prior to use. Femoral artery suitability and vessel diameter greater than 5 mm were verified. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis >50% at or near the puncture site. A 6f 10 cm non- cordis sheath was used. No resistance or difficulty was noted during device advancement or connection. The sheath introducer was retracted appropriately and pulsatile flow was observed. The device was securely locked with the sheath. The product was discarded. A review of the manufacturing documentation associated with lot 18454458 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f exoseal vascular closure device (vcd) window did not change from black-white and came out of the body. Manual compression was used to achieve hemostasis without issue. There was no reported injury to the patient. This occurred after a percutaneous intervention (pci) case. A retrograde approach was used from the left groin. The procedure was performed according to the instructions, the system was pulled back, backflow disappeared. The exoseal was used according to the usual procedure. The product was stored, handled, inspected, and prepared according to the instructions for use (IFU) and no unusual findings were noted prior to use. Femoral artery suitability and vessel diameter greater than 5 mm were verified. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis >50% at or near the puncture site. A 6f 10 cm non- cordis sheath was used. No resistance or difficulty was noted during device advancement or connection. The sheath introducer was retracted appropriately and pulsatile flow was observed. The device was securely locked with the sheath. The device was discarded and therefore will not be returned for evaluation.